Manufacturer narrative:
Product complaint # (B)(4). Additional information: d9. H3 evaluation: documents review: during investigation of complaint, batch review of in-process and final packaging inspections, as well as the manufacturing process is performed, these products are reported to be manufactured, inspected, and packaged in conformance with customer's specifications and have been found to be acceptable within all parameters. No discrepancy as per the reported defect is observed. The product was kept in open pouch, the fact that it is mandate as per qms to maintain pouch integrity well with a proper product handling and storage, so that a complete holistic investigation can be completed. But was not case this time, and scope of investigation was very limited at our end. Retention sample review: no negative observation was found. Review of defective sample's image / video: not applicable, as there was no complaint sample image / video received for evaluation. Complaint sample review: one complaint sample was received for evaluation, product was checked visually, below were detailed observations:1. Package was completely teared-off.2. One foreign particle-like hair inside the package and on the sealing area each, were observed. The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported a patient underwent a coronary artery bypass and aortic valve replacement on (B)(6) 2025 and a drain was used. Hair found in the package of drain chest tube. No other details provided. Additional information has been requested.

Manufacturer narrative:
Product complaint # (B)(4) additional information: h6 component code: g07002 - device not returned. Additional information has been requested and received. Attempts to obtain the device have been made. If further details are received at a later date a supplemental medwatch will be sent. Response from the clinical user: the hair was found directly on the blake chest tube inside the sterile package. It was on the outermost coil towards the seal. I could see the hair on the drain as I started to open the interior package and I warned the scrub nurse not to touch it and moved away from the sterile field. The hair was approximately 1 inch in length and brown in color. It definitely came from inside the packaging. The seals for both the outer and inside package were intact. Please provide return shipping instructions. If a photo is sufficient, please let me know and we can try sending a photo. The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.